Event description:
Customer reported device = 129 mg/dl at noon before lunch. Device = 148 mg/dl at 4:45 pm. Customer passed out. Ambulance was called and their device = 50 mg/dl at 5:55 pm. D50 was administered and customer became alert. Customer was taken to the hospital. Hospital device = 90 mg/dl. Customer left hospital at 7:50 pm and result = 110 mg/dl. A request was made for return product and replacement product was sent.